Event description:
Size 46 bipolar head implanted. During the range of motion check, the head of the femoral stem and the bipolar acetabular component dislocated. A size 45 and 49 bipolar were trialed and exhibited the same problem. Surgeon successfully used a competitors bipolar product. There was more than a 10 minute delay in surgery. It was stated that the pt was fine post surgery. (B)(4)

Manufacturer narrative:
Root cause analysis ongoing at the time of this filing.